Event description:
Customer's mother called in to report that the insulin pump alarmed during the prime process. Blood glucose reading at the time was 201 mg/dl. The insulin pump is stuck in the prime process. Troubleshooting was performed. Advised the customer's mother that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.